Manufacturer narrative:
Investigation results: the provided devices were delivered in a contaminated condition. The components were decontaminated internally according to internal standards. Furthermore two x-ray figures were provided to us. The components were examined visually and microscopically. It was found that the rotation axis (nr872201) has fractured above the taper, directly below the screw thread. The taper of the rotation axis shows visible damage on the surface. The rotation axis locking nut (nr860k) is still fixed on the thread (broken part of the axis). The breakage surface of the larger distal part of the axis as well as the proximal fragment show signs of so called arrest lines which are typical for a dynamic fatigue fracture. Furthermore both parts exhibit secondary damages (shiny areas on the fracture surface) which were resulted due to rubbing against each other after the breakage. The fracture surfaces exhibit no material defects like foreign particles inclusions or blow holes. The hinge ring (nb014203) shows clearly signs of a hyperextension. The meniscal component (nr882200) exhibits no abnormal damages. We found a small number of fixed metal chips on the gliding surface of the meniscal component. The locking ring (nr872202) and the bearing for rotation axis (nr872203) show no unusual damages. The available x-ray figures do not provide any hints for the rotation axis fracture cause. The device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from the batch 52291903 (meniscal component). Based on the information available as well as a result of our investigation the root cause of the failure is probably usage/patient related. According to the quality standard and device history record (DHR) files a material defect and production error was not found. There are no hints for a material or manufacturing problem. The fracture surface exhibit no material defects like foreign particles inclusions or blow holes. The visible damages on the taper of the rotation axis is an indication that the hinge connection of the femur has been moving on the taper. A reason therefore could be that the rotation axis locking nut has come loose a little bit, respectively was not firmly fitted. The load transfer in this case is transmitted through the narrowest part of the axis and not through the main axis. Furthermore it could be possible that a special patient situation, for example disturbance in coordination lead to extreme bending moments. An indication therefore could be the signs of hyperextension at the hinge ring. All these factors could have been contribute the breakage. A CAPA was not initiated.

Event description:
It was reported that there was an issue with enduro meniscal component . According to the complaint description: breakage of axis occured 2 years and 6 month postoperatively. A revision surgery was necessary. Initial surgery: (B)(6) 2014 (s&n efk, enduro prothesis hybrid, cement free stem, f2+t2 with t2-14 mm). 1st revision surgery: (B)(6) 2017, 2nd revision surgery: (B)(6) 2019. The adverse event is filed under aag reference (B)(4). Associated medwatches: (1st revision surgery reported separately). Involved components: nr860k - enduro locking nut f/rotation axis - 52238943, nr435k - femur extens.stem 5° d15x177mm cem.less - 51887089, nb015k - enduro femoral component cemented f2l - 52026627, nr400k - nut f/femur extens.stem all sizes neutr. - 51981441.